Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The reported event of leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation, when the dilator was removed, the sheath drew in air during aspiration. The sheath was replaced and the procedure was completed without further complications.